Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. The probable cause of the alleged defect could not be determined based upon the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the catheter was in the patient, and when the user hooked it up to the vacuum device it would not flow. Upon examination of the tubing, it was defective with appearance of being "melted" or pinched which did not allow fluid to flow (first device/event documented in MDR # 3003737899-2017-00118). The catheter was changed to different tubing from the same kit which also had a defective portion (this event documented in MDR #3003737899-2017-00119). The user was able to work around the defective tubing and continue the procedure.

Manufacturer narrative:
(B)(4). Medwatch #(B)(4).

Event description:
The customer alleges that the catheter was in the patient, and when the user hooked it up to the vacuum device it would not flow. Upon examination of the tubing, it was defective with appearance of being "melted" or pinched which did not allow fluid to flow (first device/event documented in MDR # 3003737899-2017-00118). The catheter was changed to different tubing from the same kit which also had a defective portion (this event documented in MDR #3003737899-2017-00119). The user was able to work around the defective tubing and continue the procedure.